Event description:
It was reported that the customer was not feeling well. While she was using the restroom, she accidentally dropped her insulin pump in the toilet. The customer's blood glucose level was 114 mg/dl. She noticed fluid under the lcd screen and received a button error alarm. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was received with corroded motor assembly and electronic assembly. Insulin pump was received missing end cap sticker, cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.